Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials. The actual device is not available for return. Therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for a device pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hbrt.

Event description:
Terumo medical received a report involving an angio-seal device (lot number 202508-134) used following a late-night st-elevation myocardial infarction (stemi) procedure. During deployment, the footplate and device remained inside the angio-seal sheath, rendering the device inoperable. Manual pressure was applied without incident, and the procedure was successfully completed. No blood loss was reported. It was noted that this was the second occurrence of this issue for the same physician within a two-week period. Additional information received on 20 aug 2025: the patient remained stable. A 6 french procedure sheath was used. A pre-deployment angiogram was performed. No difficulties were reported with arterial access, sheath insertion, guidewire placement, or catheter navigation. The issue was consistent with the initial report: the footplate did not deploy, and the device could not be used.